Event description:
Ous MDR - the physician diagnosed the rv-lead as dislodgement because the threshold was 4.5v. During the removal of the lead, he noticed cardiac perforation. The lead tip was capped and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.